Event description:
The customer reported intermittent ma and kv errors. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system but has not yet reported the results of the eval. (B) (4).